Event description:
It was reported that (1) hp052 was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the device toned out while using lcsc5. Opened another device to complete the case. There was no consequence to pt.